Event description:
A mitroflow dla was implanted on (B)(6), 2014 at the aortic position. On (B)(6), 2018, the valve was explanted and replaced with a solo smart size 21 valve. No other information was provided.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # 373390, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer was unable to obtain additional information about the reported event, despite multiple attempts to follow up. As such, the root cause of the event cannot be determined, and the relationship to the device cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Based on the relative dimensions of the dla21 and the solo smart size 21, it is possible that mis-sizing contributed to the reported event. However, due to the limited information provided, and given that the implant position (supra- or intra-annular) of the dla valve is unknown, this cannot be confirmed. Should additional information be received in the future, the case will be re-evaluated and appropriate investigative action will be taken. H3 other text : unable to follow up; not returned.

Manufacturer narrative:
Device disposition not presently known.

Event description:
A mitroflow dla was implanted on (B)(6) 2014 at the aortic position. On (B)(6) 2018, the valve was explanted and replaced with a solo smart valve. No other information was provided.